Manufacturer narrative:
N/a

Event description:
The following has been reported: error 26,27,28 absence of lcd back light error; absence of card error, keypad error. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and event is confirmed by noted several errors related to keypad. The device was not received because it was repair locally. To solve the issue the board-to-board connection cable have been replaced. The defective part was received in brézins for investigation. According to the investigation results, after a visual check, a series of tests were conducted to reproduce the issue. The device was connected between the power supply board and the cpu in an agilia sp. It was successfully started, running at 1200 ml/. Maintenance tests 9, 10, 21, 22, and 24 were then performed, covering the display, keyboard, lcd voltage, and watchdog test respectively. During the rs232 communication test, error 27 0002 was triggered, indicating the absence of backlight, despite the backlight being functional. The reported complaint was therefore reproduced. The root cause of the failure is cable degradation at the connector crimping point, resulting in poor contact and false information. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid, the trend is: normal, kabitrack record(s): n/a, jira/gforge record(s): n/a, this complaint has been reported as MDR to the FDA: no,